Event description:
Hello, I'm writing to report the problems I've encountered since I had the essure device implanted. I had my last baby in (B)(6) 2011. My husband and I decided our family was complete so after talking to the gynecologist; we decided on essure as it was presented to us as the best choice, no hormones used, no surgery needed, no failure rate. I had the procedure done in (B)(6) 2011, and after three months I went to do the dye test, and it was confirmed essure was placed correctly, and my tubes were tied. However, after 3-4 months of having the essure in my body, I started having problems with my menstrual cycle. Before having essure my period was always regular, and I did not have any problems. Since (B)(6) 2011, my periods have been very irregular, and I'm experiencing heavy bleeding with each cycle. Sometimes I'll go two months without having a period, at times I'll have a period every 21 days. In addition, I started to gain a lot of weighed on my midsection, and no matter what I do I cannot lose the weight. When I was 9 months pregnant, before delivering I weighed (B)(6). After I had delivered my baby girl, I weighed (B)(6). Six months after I had the essure implanted I woke up one morning, and my belly was like I was pregnant again. In (B)(6) 2011, I was weighing (B)(6). I had gained 35 lbs in 4 months. I was scared because I did not know what was happening. I had never been overweight before, and all this weight gain happened so quickly. I told my doctor, but she chuckled and dismissed my concern saying that essure does not cause that. I'm eating small portions, I exercise and have been able to keep the weight at least at (B)(6), but I've not been able to lose the weight. The weight is all in the abdomen while my arms and legs are skinny. If I knew all these problems essure would cause, I would have never decided to have it. I feel horrible.